Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 140 to 180 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 296 mg/dl and 312 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/20/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 223mg/dl, 272mg/dl, 316mg/dl, 244mg/dl, 285mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.